Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing and a review of the alarm log were performed. Visual inspection revealed that the door was damaged. The cause of this condition could not be determined. To correct this condition, the door head was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a damaged door. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.